Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose of the customer was 442 mg/dl. The customer¿s blood glucose at the time of the incident was 380 mg/dl. Customer reports they do not feel okay to troubleshoot for high blood glucose. The auto mode feature was automatically adjusting insulin at time of high blood glucose. The device will not be returned for the analysis.